Event description:
It was reported that an unspecified number of bd¿ spinal anesthesia trays' bupivacaine failed to work during the spinal treatments. The following information was provided by the initial reporter: "issue: anesthesia had multiple failed spinals with a specific lot of spinal kits - within those kits is bupivacaine; the suggestion is this medication is defective and ineffective."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 04-oct-2023 h.6. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection of the tray sample no issues were observed with the marcaine/bupivacaine per our visual inspection standard; therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001515575 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The sterilization record was reviewed, no issues were identified. Retain samples were analyzed, per the drug retain visual examination procedure, and no issues were identified. Based on the available information we are not able to identify a root cause at this time. A notification has been sent to the supplier, along with a request that they analyze their retains. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd¿ spinal anesthesia trays' bupivacaine failed to work during the spinal treatments. The following information was provided by the initial reporter: "issue: anesthesia had multiple failed spinals with a specific lot of spinal kits - within those kits is bupivacaine; the suggestion is this medication is defective and ineffective."